Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: large multiseptate intracapsular collection, posterior to the right implant, isolated bilateral cysts, suspected right breast implant rupture, hematoma in retro-implant, lymphocytes in the midst of hemorrhage, pain in the right breast, progressive increase in the volume of the right breast, right mastodynia associated with hardened breast sensation, lower mammary fold.

Event description:
Healthcare professional reported right side "large multiseptate intracapsular collection, posterior to the right implant", "suspected right breast implant rupture", "hematoma in retro-implant", "lymphocytes in the midst of hemorrhage", "lower mammary fold", ¿pain in the right breast¿, ¿progressive increase in the volume of the right breast¿, ¿right mastodynia associated with hardened breast sensation¿. Device remains implanted. The following event "isolated bilateral cysts, measuring up to 5mm" is ndr.